Event description:
The customer stated that after performing 18 rf applications remotely, the physician decided to take over catheter control of the stereotaxis system to complete the procedure of atrial fibrillation. It was reported that after delivering 2 more rf applications, it was noted that the patient's blood pressure decreased after which patient was transferred to the operating room for repair of cardiac perforation. It was found that a perforation was caused owing to rf application.

Manufacturer narrative:
The section on precautions during catheter use in the instruction for use states "do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."